Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleouls. All the components were explanted.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report. Mobile bearing star total ankle.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleolus. All the components were explanted.